Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 23mm bioprosthetic aortic valve implanted 15 years, six (6) months, was treated via valve-in-valve procedure due to structural valve deterioration and stenosis. A 23mm transcatheter valve was implanted inside the failed 23mm valve. The surgeon noted mild paravalvular leak remaining after implant of the transcatheter valve, which he attributed to the preexisting bioprosthetic valve and not the transcatheter valve. There were no complications reported.

Manufacturer narrative:
Based on the information received patient factors and progression and valvular disease likely led to the event.

Event description:
The patient appeared to tolerate the procedure well. At three weeks post-operative, the patient had no complications.